Event description:
It was reported that the console is having issue with the low voltage power supply, when a fiber is connected the laser shut down. Additionally, the software is crashed, the laser starts but stay on the blue screen with the lumenis logo. No further information was provided.